Manufacturer narrative:
A complete lead was returned in two pieces with the stylet stuck inside the connector portion of the lead. Electrical testing did not reveal any indication of conductor fractures or internal shorts. The polytetrafluoroethylene (ptfe) coating of the stylet was found to be stripped while the connector pin and connector cap were found pulled out of the connector assembly, stretching the inner coil consistent with excessive forces during the implant procedure. The stripped ptfe coating and inner coil bunched distal to the connector pin likely caused the difficult withdrawal of the stylet.

Event description:
During the implant procedure, the stylet was unable to be removed from the lead. The lead was removed and a new lead was implanted in a different location. The patient was in stable condition during and after the procedure.